Manufacturer narrative:
In follow up with medela (B)(4) customer service via email, the customer further alleged that she was concerned about the power adapter, as it had come apart on the side. It was reported at that time that it was a rev p power supply. The issue with a damaged pump in style rev p power supply for the pump in style device was evaluated under an investigation for complaint category (B)(4), which found that breaches in the rev p power supply housing are the result of an external large force impact and not the result of a malfunction. When the device was returned and evaluated on 07/22/2019, it was identified during the product evaluation that the power supply housing was breached and it was a rev l, not a rev p. This issue with a damaged rev l power supply for the pump in style device was addressed in investigation (B)(4). The investigation found that they were being damaged during shipment from the manufacturer to medela. This damage was causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the power supply to medela was not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process was modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength was also increased to further protect the power supply during shipping. Since then, as a part of routine continuous improvement activities, a rev p power supply has been distributed to market, manufactured under a revised design and by a different manufacturer.

Event description:
On 02/15/2019, the customer alleged to medela (B)(4) that she uses her pump in style breast pump occasionally and it will only turn on for a few moments and then shuts off. She further alleged that the pump would not operate at all when using battery power.